Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead in segments was returned, analyzed and the proximal conductor was fractured from the 1st rib/clavicle. It was noted that the proximal and distal conductors were both distorted from the 1st rib/clavicle, both fractured from being cut, the distal conductor was fractured from being pulled/stretched/overstress, and the proximal conductor was fractured from being melted. The inner and outer insulation were both breached from being cut, pulled/stretched/overstressed and torn. The inner tubing was breached from being torn and the outer insulation was breached from being melted. The inner and outer insulation were breached from the 1st rib/clavicle, the outer insulation was breached from environmental stress cracking (non-electrical). Also, the outer insulation had cosmetic environmental stress cracking, 1st rib/clavicle and depression. Concomitant medical products: v343 competitor implantable cardioverter defibrillator: (B)(6) 2005. 4193 implantable pacing lead: (B)(6) 2005. (B)(4).

Event description:
The right atrial (ra) lead and left ventricular (lv) lead were returned to the manufacturer with no reason for explant. The ra and lv leads were analyzed and tested out of specification. No patient complications have been reported as a result of this event.